Event description:
It was reported that while preparing the right l4, the pedicle finder tip broke off. The tip was retrieved using a clamp from a screw removal set. There was a 20 minute surgical delay. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
The reported event of device tip fracture was confirmed via visual inspection. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause of the reported event was determined to relate to : hard bone quality; previously damaged/deformed probe after long-term usage (about 9 years); excessive forces applied.

Event description:
It was reported that while preparing the right l4, the pedicle finder tip broke off. The tip was retrieved using a clamp from a screw removal set. There was a 20 minute surgical delay. There are no reports of adverse consequences to the patient.